Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardica monitor exhibited premature battery depletion. No intervention was performed. The physician has elected to continue monitoring. The patient was in stable condition.